Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the circumflex artery, a 2.5x15 rx xience prime stent delivery system (sds) was advanced to the target lesion; however, the sds became caught with the patient anatomy and could not advance any further. The sds was withdrawn from the patient anatomy with slight resistance and a hole/tear was observed on the shaft of the sds; therefore, the sds was not used for further procedure. Reportedly, no attempts to pressurize the balloon were made and the stent is mounted on the balloon. A new 2.5x15 rx xience prime stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft tear was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.